Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a gouged tip, was confirmed. The following defects were found with the device upon evaluation : outer tube damaged - whole endoscope shows traces of usage (i.e scratches), distal tip damaged, shaver damage to distal tip, holes in distal tip fiber and soldered seam and deep scratches and indentations at distal tip and material was missing. Illumination distal tip fiber damaged, image error on camera and image cloudy /blurred. The defective components were replaced and the device was tested and found to be working according to specifications. User mishandling is the most probable root cause of the damage to the outer tube. The shaver damage to the distal end is most likely a result of contact with a cutting instrument during a surgical process. The damaged parts would have caused the device to display the cloudy image. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during return inspection, it was determined that the hd epscp,4.0,30,167,mitek scope device had a gouged tip. During in-house engineering evaluation, it was determined that there was an image error on the camera that the image was cloudy /blurred. There was no procedure nor patient involvement reported. No additional information was provided.